Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in severely calcified and moderately tortuous superficial femoral artery (sfa). A 5.0mm/60mm/135cm sterling balloon catheter was selected for dilatation. During procedure, after a wire passed through the proximal sfa, the area was dilated with the sterling balloon catheter; however, it was noted that the balloon ruptured upon second inflation. Subsequently, a 6mm/2cm/90cm peripheral cutting balloon was selected; however the balloon also ruptured upon first inflation. The procedure was then completed with a long shaft 6mm/2cm/135cm peripheral cutting balloon. No patient complications were reported.